Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: g3: date received by MFR: the correct aware date to be 25 feb 2025. Additional information: d9, h3, h6, and h11. H11: the device was received for evaluation. The downstream (distal) occlusion sensor test was performed, and the result passed. The upstream occlusion sensor test results also passed. A flow rate accuracy test was performed, and the results passed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.